Event description:
A male patient underwent aaa repair in 2009. The patient's anatomical form was not suitable for endovascular repair since occlusion due to thrombus was confirmed at the right common iliac artery before the procedure. Because of the patient anatomy, it was planned to perform femoral-to-femoral bypass surgery with the converter. The converter was placed after placing the main body, and ballooning was performed to stabilize those grafts, then the ipsilateral leg was placed. Confirmatory angiography revealed a type I endoleak from proximal site. Ballooning was performed to resolve the endoleak again, but it still remained. A pta catheter was used to stabilize the converter. It was confirmed that the endoleak was resolved. Two months later, confirmatory angiography was performed. There was no endoleak, however, a part of the converter proximal site bent inside the graft. The outcome of the patient at this time is unk.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria. Vessel tortuosity. Calcification. Accurate placement of graft. Proper ballooning sites within the stent graft. The event evaluation form from cook included the physician's comments. The physician wanted to know all the possible affects from the converter being bent. With no films to review and not knowing the extent of the damage, if any, the affects cannot be determined at this time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.